Event description:
It was reported that the patient's vns generator was replaced due to battery depletion. The explant facility historically discards explanted products; therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
Follow up with the physician's office revealed that the increase in seizures were below the pre-vns baseline and were attributed to an increase in stress and sleep issues. The physician does not believe the muscle spasms were related to vns. There was no intervention planned for either increase of either or muscle spasms.

Event description:
It was reported that the patient was referred for vns replacement surgery due to the vns battery status being at neos. It was later reported by the patient that he was experiencing an increase in seizures and muscle spasms. The patient thought that the muscles spasms may be occurring with stimulation on times. No relevant surgery for the battery depletion is known to have occurred to date. No additional relevant information has been received to date.